Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon eval, the trunk cable connector was broken. The cause for the broken connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report receiving several adjust/check belt messages. The pt was provided with a replacement electrode belt and monitor.